Event description:
Per the clinic, the patient experienced soft tissue breakdown at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported) and underwent a skin revision surgery (date not reported) to close the wound.

Event description:
Correction: the previous or initial MDR submitted on may 21, 2025 was filed inadvertently. Antibiotics was administered as a prophylactic treatment.

Event description:
Per the clinic, the device was explanted (date not reported) due to thin skin and incision never healed. Additional information has been requested but has not been made available as of the date of this report.